Manufacturer narrative:
The handpiece was not returned to the manufacturer for evaluation based on this event. The customer reported that there were no problems with the device after they re-sterilized it, so it will not be returned at this time.

Event description:
It was reported that a blood-like substance was found on the device where the attachment connects. The substance did not come into contact with a surgical site, and there was no pt involvement. There were no adverse consequences reported.